Event description:
The customer contacted physio-control to report that their device would not turn on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed that there was no ac operation; however, the device would power on when a charged battery was plugged in. The cause of no ac operation was an open fuse, designator f1, on the eos power supply located on the power supply assembly.

Manufacturer narrative:
Common device name of the initial medwatch report indicates: defibrillators, automatic, external. Common device name of the initial medwatch report should indicate: dc-defibrillator, low-energy, (including paddles). (B)(4).

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.